Event description:
It was reported that after predilatation was performed, the device would not cross the lesion in the heavily calcified, moderately tortuous, proximal right coronary artery. When the device was examined outside of the patient, it was noted that the stent implant was flared and had moved on the balloon. Two stents, a 3.5x12 mm and 3.5x28 mm promus were deployed to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, xt-r. Guide cath: mach 1 8f al1.0sh. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. The lesion was described as heavily calcified, moderately tortuous, and 100% stenosed, which may have contributed to the reported failure to advance. Additionally, a loose/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, and/or interactions with the lesion or accessory devices. It is most likely that the stent became disrupted on the balloon while attempting to advance through the heavily calcified and tortuous lesion. Then, as the sds was withdrawn, the stent implant interacted with the tip of the guiding catheter, causing stent damage/stent movement. A review of the lot history record for the reported lot did not reveal any non-conforming material records that could have contributed to the incident. There is no indication of a product quality deficiency.